Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis and confirmed the customer reported issue. The force bipolar instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley between the wire crimp on the grip and silicone potting sealing the wire entrance to the yaw pulley. The wire was observed to be fully broken and the conductor wires exposed. In addition, the instrument failed an electrical continuity test. There were no signs of thermal damage and components adjacent to the broken wire did not show damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the black cable on the force bipolar instrument was broken. Customer reported that one cable was protruding near instrument tip. Surgical technician confirmed inspecting instruments prior to case. It was unknown when the cable had broken and therefore unsure what action was being performed when cable broke. Instrument use was discontinued. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated the issue occurred during procedure. It was confirmed that the instrument was inspected prior to usage.